Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap. Chole. Event description: complaint 1 of 2: (B)(4), complaint 2 of 2: (B)(4). The doctor tried to clip a vessel. The doctor pulled the trigger 4 times to clip a vessel before a clip came out. The user took a second clip applier ca500 where the same situation occurred, but a clip could be set after two attempts. They've been using [brand name - redacted] steel trocars with the clip applier. Additional information received from applied medical representative via email on 10apr25: device kit number unavailable to be shared. Trigger could be easily and completely actuated. There was no resistance. Intervention: the user took a second clip applier ca500 where the same situation occurred but a clip could be set after two attempts. Patient status: patient is alright.

Manufacturer narrative:
The event unit return to applied medical for evaluation. Functional testing was performed on the returned unit, which confirmed the complainant¿s experience of clips not loading into jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.

Event description:
Procedure performed: lap. Chole. Event description: the doctor tried to clip a vessel. The doctor pulled the trigger 4 times to clip a vessel before a clip came out. The user took a second clip applier ca500 where the same situation occurred, but a clip could be set after two attempts. They've been using [brand name - redacted] steel trocars with the clip applier. Additional information received from applied medical representative via email on 10apr25: device kit number unavailable to be shared. Trigger could be easily and completely actuated. There was no resistance. Intervention: the user took a second clip applier ca500 where the same situation occurred but a clip could be set after two attempts. Patient status: patient is alright.